Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the leads were placed and connected to the pacemaker. The patient was appropriately pacing. During closing of the chest pocket, the patient started de-sating, then becoming increasingly hypotensive. The patient started losing capture and ultimately was not being paced due to no capture with high output. The patient was not perfusing. Compressions were started on the heart. It was noted then that the patient was in pulseless electrical activity (pea) and the heart was not beating. The patient subsequently died.